Event description:
Information received indicates the bed has no scale functions due to fluid ingress and corrosion on the power supply board.

Manufacturer narrative:
The technician replaced the scale and power supply boards to repair the bed.